Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: null, upn: unk-t-internal_leads, model: null, serial: null, batch: null. Product family: null, upn: unk-t-internal_leads, model: null, serial: null, batch: null.

Event description:
It was reported that the patient experienced jolts down the right leg through to her toe. Troubleshooting was performed, however, engineers were unable to identify the cause. The event stopped when stimulation was turned off or reprogramming was performed, and then reappeared when the stimulation was returned to settings used at the time of the event. The patient underwent a surgical procedure where the spinal cord stimulator (scs) system was explanted. The physician assessed that the jolts were probably related to the hardware and stimulation, and not related to the procedure.

Event description:
It was reported that the patient experienced jolts down the right leg through to her toe. Troubleshooting was performed, however, engineers were unable to identify the cause. The event stopped when stimulation was turned off or reprogramming was performed, and then reappeared when the stimulation was returned to settings used at the time of the event. The patient underwent a surgical procedure where the spinal cord stimulator (scs) system was explanted. The physician assessed that the jolts were probably related to the hardware and stimulation, and not related to the procedure. Additional information was received with the model and serial numbers to the devices involved and we have now found that this issue was already previously reported under MFR. Report # 3006630150-2021-04214.

Manufacturer narrative:
Additional information was received with the model and serial numbers to the devices involved and we have now found that this issue was already previously reported under MFR. Report # 3006630150-2021-04214. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 3172841. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 3197563.